Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported the device was explanted and replaced due to the device battery depleting faster than expected. The patient condition is fine.